Manufacturer narrative:
Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such, the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate since no lot number was provided, no device history record (DHR) review could be performed. Concomitant products: carto 3 rmt system (model# fg560000, serial (B)(4)). (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial flutter with a thermocool® smart touch¿ electrophysiology catheter and suffered ventricular tachycardia and ventricular fibrillation requiring direct current (dc) cardioversion. Patient received typical atrial flutter (afl) ablation during atrial flutter with 2:1 ventricular conduction. Cycle length changed during procedure, indicating a shift to a second flutter, thought to be incisional (previous mitral valve repair). This afl was bumped during mapping and was terminated and could not be re-induced. Decision was made to end the case and return the patient to the ward in sinus rhythm with low rates (40-50 bpm). Eight hours post-procedure, the patient had a long qt syndrome (480 ms) resulting in profound bradycardia which led to r on t resulting in torsades de points (ventricular tachycardia). Direct current (dc) cardioversion was required to restore the patient¿s heart rhythm. The patient was reported to be in stable condition. Extended hospitalization was required for observation purposes. It is unknown if any medication was administered onward post dc cardioversion. No further complication was reported. Physician¿s opinion regarding the cause of the adverse event is that it was patient condition-related, specifically to the patient¿s heart rhythm. There were no issues reported on any bwi products during the procedure. Physician did not attribute the causality of the adverse event to any bwi product. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.